Event description:
The event is reported as: alleged issue: during the injection of contrast's liquid, the liquid went out of the catheter tubing. Difficult to fill up the child's bladder because most of the liquid was leaking from the small hole. No pt injury reported. Pt current condition is fine.

Manufacturer narrative:
No sample is available for the manufacturer to evaluate. A follow-up report will be sent when investigation is completed.